Event description:
It was reported that the patient had fevers, nausea, and abdominal pain. The patient was admitted from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported fever, nausea and abdominal pain as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6) 2021 (MFR # 2916596-2021-00597). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.